Event description:
Same case as: 2134265-2008-00207. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. Almost two years post the deployment of two taxus express2 drug eluting stents in the right coronary artery (rca), the patients 'allergy list keeps growing'. The patient has developed an allergy to plavix, advil, aspirin, soy, msg, nuts, uncooked fruit, anything fermented, aged or cured, some raw vegetables, the outdoors, pets, and some odors (i.e. Perfume, scented candles, etc.). The allergic reaction presents as softball sized hives, headache, and malaise for 3 days at a time. The patient is taking 6 allergy pills (fexofenadine, 4 cimetidine and hydroxy hcl) a day and this 'generally helps'. Additional information was requested but not provided.

Manufacturer narrative:
The complaint device was not returned, therefore, analysis of the device was not possible. Upon review of available info related to this event, there is no evidence to indicate the stent malfunctioned or failed to perform to specification. Allergic reaction is a known risk factor of cardiovascular stenting and has been clearly identified as a potential adverse event in the product dfus of des devices. Unfortunately, it was not possible to determine the cause of the allergic reaction in this complaint event. Because pt allergic reaction is identified in the dfu as a potential adverse effect, the root cause of this event will be documented as anticipated procedural complication.